Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope distal cap fell off as it was being removed from the patient's mouth at the completion of the procedure. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to correct h6 (component code) of the initial medwatch report. H6: component code-changed from tube (525) and cylinder (440) to tip (3123).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: - the distal cover was insufficiently attached. - the user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. The user may detect the suggested event by handling the device in accordance with instructions for use (IFU) below: -operation - precautions the user may reduce/prevent occurrence of the suggested event by following the IFU below: -preparation and inspection - attaching accessories to the endoscope. It is suggested that the user facility review the method of device handling according to the IFU. Olympus will continue to monitor field performance for this device.